Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the blood glucose ran high due to infusion set issues. The blood glucose reading went up to 500 mg/dl. The infusion set and site were changed and the blood glucose didn't go down, so the customer treated with manual injections. He was sent new infusion sets to try. The insulin pump was not replaced or returned for analysis.